Manufacturer narrative:
Follow-up #1: date of submission 12/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/07/2015 with the following findings: the black box showed that pump was manually suspended on (B)(6) 2015 11:32 and manually resumed at 11:56. The last bolus delivery and the last basal delivery were on (B)(6) 2015. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. The pump was exercised for 24hr duration testing with no errors, alarms or warnings during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 40 mg/dl associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient&#38112;programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump&#38112;history. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.